Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 18-jan-2023. H6: investigation summary: one protector attached to a vial was returned to our quality team for investigation. The product was visually inspected, the protector fit securely to the vial, no damage was observed on the protector membrane, however the spike was observed to be bent at the tip. During our evaluation, a foreign particle was observed inside the vial. Characterization testing was performed and found the particle was consistent with material from the rubber stopper of the vial. A device history review was performed for lot 2112123, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Results were reviewed for the reported lot and verified to be within required specification. Retained samples of the same lot were used for additional evaluation. The protectors were connected to a vial, using a sample injector, the membrane was penetrated up to ten times. In all cases the product functioned as intended and no coring or particle generation was observed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. It is important to ensure the protector is used with the proper vial given the spike is not metal. The m12 assembly fixture is recommended to ease connection of the protector onto the vial. Based on the available information we are not able to identify a definitive root cause at this time.

Event description:
It was reported that 2 bd phaseal¿ protectors (p55) experienced foreign matter within the fluid path. The following information was provided by the initial reporter: this is a report about coring. When the protector (p55) was attached to the vial of endoxan using assembly fixture, rubber piece-like fm was found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd phaseal¿ protectors (p55) experienced foreign matter within the fluid path. The following information was provided by the initial reporter: this is a report about coring. When the protector (p55) was attached to the vial of endoxan using assembly fixture, rubber piece-like fm was found.